Manufacturer narrative:
(B)(4). Date sent: 03/11/2025. D4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lobectomy, on the second or third firing on the vessel, they were able to transect the vessel but when they removed the device and handed the device to the tech they were unable to reopen the device. Reverse and override were both used and they were unable to open the device. Case was completed with a like device. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 5/1/2025. Additional information was requested, and the following was obtained: 1. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? The device was able to transect and seal the vessel and the dr was able to remove the device with the jaws closed. 2. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? The doctor told me that he tried to press the reverse button and then had to do the manual override (outside of the patient) and the jaws did not open. They disposed of the device and opened a new one. 3. Did the jaws eventually open? Based on surgeon feedback, the jaws did not open.